Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was scratched and difficult to read. Blood glucose level at the time of the incident was not provided. The device will not be replaced and the customer will not return it for analysis.